Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Event description:
A customer reported to baxter (B)(4) a flo-gard IV administration set in which a leak occurred. According the report, the leak occurred at the bonded junction of the tubing and connection. This resulted in a leak of an unknown medication on the floor. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.